Event description:
Additional information received reported that the pump was shut down and had saline in it. The patient was taking oral medications. It was noted that the patient could not handle going through another surgery. The patient ¿seemed to be doing fine.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "patient was in a coma when she first had the pump implant; because she was allergic to morphine, healthcare provider (hcp) had to switch to dilaudid". The patient never walked since her coma. Additional information has been requested; a follow-up report will be sent when it becomes available.